Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat paroxysmal atrial fibrillation in the left inferior pulmonary vein (lipv) a farawave 2.0 nav cath 31mm - ous was selected for use. However, during the manipulation of the catheter the guidewire remained trapped into the tissue. Once followed the troubleshooting the physician was able to remove the catheter, but the guideline still remained blocked into the farawave catheter. The catheter was replaced and the issue was resolved. The procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis.